Event description:
Evaluation found a shorted cable and a failed boards. The manufacturing date is unobtainable. Records prior to september 2011 remain with the original device manufacturer. A customer returned a patient interface module for servicing/repair stating "we have had issues with [the device] not ramping up during screw testing and potential issues with it not firing upon direct contact with a nerve." The user also indicated "to my knowledge wer have not received an error message on the machine." There was no suggestion of patient injury. Testing/repair confirmed the reported event. The available information suggests that the device was not stimulating/delivering current, and the user was not alerted by a system alarm, warning screen or error message. If the system is not stimulating/delivering current and the user has not been alerted to this malfunction this could potentially result in false negative. False negatives could potentially cause injury to the patient by failing to identify a viable nerve.

Manufacturer narrative:
Testing found the cable was pulled out at the strain relief causing an intermittent short. The manufacturing date is unobtainable. Records prior to september 2011 remain with the original device manufacturer. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. The eclipse patient module serves as an interface between the patient and the eclc/controller. It is designed to deliver stimulus and record the readings via electrodes. When information suggests that the nim eclipse equipment had the potential to not stimulate to affect electromyography (emg) or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. The nim-eclipse system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. This product was being used for treatment, not diagnosis.